Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but could not be further identified. No deformation of the nozzle was observed. There was no obvious deviation of reprocessing by the user facility. Therefore, a further cause of the suggested phenomenon could not be presumed. As a precautionary measure, it is suggested that the user facility review the performance method of reprocessing according to the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. It was determined the grip was not watertight. In addition to the finds reported, the objective lens was cracked. The curved rubber adhesive part was missing. The illumination lens was cracking. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of specification due to the elongation of the angle wire. There were scratched on the grip, insertion tube, operation part, tip cover, hardness adjustment ring, switch box, operation unit cover, up/down knob, up/down angle fixing lever, right/left knob, universal cord, scope connector and right/left angle fixing knob. There were wrinkles in the insertion tube. The suction cylinder was scraped. The scope connector was corroded. The light guide cover glass was stained. Water coverage was recognized on the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera colonovideoscope operation unit experienced an air leak. There was no report of user or patient harm associated with this event. During inspection of the returned device, there was a foreign object in the nozzle. This MDR is being submitted to capture the reportable malfunction found during evaluation.